Manufacturer narrative:
Date rec¿d by MFR : 02aug2019, date of report : 05aug2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that tubing between the ventilator and a regulator was causing the leak. The replacement of this tube has resolved the issue. Testing was successfully performed after this action was taken. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit failed the high pressure leak test during performance verification testing (pvt).the customer reported there was no patient involvement. Event date not specified; estimate used.